Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cs300 intra-aortic balloon pump (iabp) had display malfunction. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6 h2, h11.

Manufacturer narrative:
Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the device and no functional abnormalities found. Problem not verified. Display works regularly. Diagnostic and functional tests performed. Functional tests performed with positive results.